Event description:
Per pt's mother, pt has been having an increase in seizures recently. The pt's mother thinks that this is because the generator was not turned up to the settings the pt was at before his replacement in 2009. Prior to the increase in seizures, the pt was seizure free for 8 years. Attempts for further info have been unsuccessful to date.